Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter would not power off and the last result remained on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. Since (B)(6) 2013 the patient noted the reported meter would not power off and his last result remained on the display. During the time period the patient was unable to use the meter for blood glucose self-testing, the patient continued to take his set doses of insulin and he took the action of consuming less food. The patient manages his diabetes with set doses of novolog insulin three times per day with meals, 15.0 units to 25.0 units, and lantus insulin 35.0 units at bedtime. On (B)(6), 2014 the patient experienced the symptom of fainting. The patient went to his physician¿s office, where his blood glucose level was tested to be 61 mg/dl. The patient was treated with an unspecified intravenous fluid, and his subsequent blood glucose level was 380 mg/dl. Troubleshooting revealed this was not a new meter and there had been no misuse of the product. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received hcp attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Additional device info: test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (05/23/2014). The patient¿s meter has been returned on 4/29/2014 and evaluated by lifescan product analysis on 5/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.